Manufacturer narrative:
The reported event could not be confirmed as the device was not returned for evaluation. (B)(4). Device not returned.

Event description:
It was reported that the device would not read impedence and the case needed to be rescheduled. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that the device would not read impedence and the case needed to be rescheduled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4): device not returned.